Event description:
We received a report that during the implantation of an pcb00 intraocular lens (iol), the doctor noticed one of the haptics was loose. The iol was removed and replaced with another pcb00. An incision enlargement was required to remove the iol. No patient injury was reported.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the sample was inspected at 10x microscope magnification. The visual inspection revealed that the plunger component was observed further of the fully advanced position. No lens or part of lens was observed in the pcb00 delivery system or out of it. There was a scarce amount of viscoelastic (ovd) observed throughout the cartridge tube and tip. The cartridge was observed in the correct position (fully engaged into the lower body of the pcb00 device). No assembly error on the preloaded delivery system was identified. Since the lens was not returned, no further investigation was performed. The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All test results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of process manufacturing instructions in our change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method or specifications that could be related to this complaint type. In manufacturing, the lenses are 100% inspected at 10x microscope magnification for surface residuals, foreign material or cosmetic defects. During the manufacturing record review of the production order for this serial number no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Serial number (B)(4) expiration 12april2017. Catalog number: pcb0000230. Manufacture date 12april2014. Device available for evaluation: yes; 23sept2014. All pertinent information available to the manufacturer has been submitted. Placeholder.